Event description:
It was reported that a pt underwent an unk surgical procedure where suture was used. The pt experienced a rash and inflammation around the incision site.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.